Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was used in the pylorus of stomach to the descending part of duodenum during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat an approximately 7cm malignant lesion. Reportedly, the patient¿s anatomy was severely tortuous. During the procedure, the physician attempted to release the stent but severe resistance was met and the handle detached from the outer sheath. The physician removed the stent from the patient fully constrained. Additionally, it was noted that the outer sheath was stretched. The procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable based on investigation results which revealed that the stent was received partially deployed.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Evaluation result of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 3mm. It was noted that the outer sheath was detached from the distal handle and the outer sheath was stretched for a distance of 80mm at its proximal end. During analysis it was possible to retract the outer sheath by hand and deploy the stent without issue. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.